Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited "pump wont run" alarm. It was reported, after multiple troubleshooting attempts, the alarm continued. Per reporter the residual volume was 79.8 ml, rate 2.2 ml and given 21.25 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.